Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, on the 6th or 7th firing, the stapler was jammed on tissue. Another device and used it to staple the first device off the tissue. There was no pt consequence.